Event description:
It was reported that "placed pad on pt, and it set with generator. However, in the middle of the case, it would not set with generator."

Manufacturer narrative:
In our attempt to obtain additional info regarding this event, this file was inadvertently misplaced and the 30 day filing was missed. This report is being filed late. The actual product from this event will not be returned, however, we are expecting to receive lot samples from the facility. It was noted that no injury was reported due to the malfunction. When the quality engineer has completed the investigation, we will file a supplemental report.